Event description:
The customer reported that she was having sensor issues. Customer stated that she had blood at site. Difference in senso and blood glucose reading, got low suspend, calibration error and bad sensor alert. Troubleshooting was done. Customer's blood glucose was 174 mg/dl. The customer stated that the sensor was bent and there was blood around the sensor. The customer was educated regarding difference in sensor and blood glucose reading. Customer was advised to replace the sensor and we will send replacement. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.